Event description:
The customer obtained erroneously low na results for ten (10) patients, involving the unicel dxc 600 pro synchron system. The erroneously low na results were reported outside the laboratory. The customer repeated the samples on an alternate dxc and obtained higher na results that were within the normal reference range of the patients. The initial results were amended. Two of the ten patients were admitted to the hospital from the emergency room incorrectly due to the low critical na results. This report references the second patient that was admitted to the hospital on (B)(6) 2014; please refer to MDR report 2050012-2014-00523 for the first patient which also occurred on (B)(6) 2014. No adverse consequences were noted for both patients. No treatment was administered or denied. Quality control was within laboratory's established ranges on the day of the event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and found visible signs of microbial contamination in the flowcell and ise (ion-selective electrode) tubing caused by customer use error. The fse performed the ion-selective electrode module decontamination procedure using sodium hypochlorite solution to resolve the issue. The fse verified instrument operation. (B)(6).